Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD implanted: (B)(6) 2013, product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met and that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sic (sensing integrity counter) was observed.

Event description:
It was reported it was suspected the lead was partially fractured. It was also reported the lead displayed noise and increasing as well as high thresholds, and there was failure to pace. Re-programming was performed; the therapy settings were inhibited and the output was changed. It was expected the lead would be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.